Event description:
Observed the potential of the utility software driver to present x-ray and place x-ray images in a pc folder that could then be captured by the dentist and matched to a new or wrong pt. Dentist would detect and match the proper image to a pt based their clinical examination and complete clinical assessment before using panoramic x-ray images.

Manufacturer narrative:
There were no operator or pt injury associated with this incident, but an observation described by a customer/dentist during routine use of x-ray images. Images cannot be lost because images are back-up by the twain interface. Images can be easily retrieved and assigned to the proper pt by dentist based on their clinical experience and specific knowledge of the pt's dental anatomy.